Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm the allegations made against the device in the field.

Event description:
Boston scientific received information that this device exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. Oversensing of noise was also observed on the rv channel, however there were no reports of pacing inhibition or asystole. The device was electively replaced during a rv lead revision procedure due to its inclusion on an advisory communication. Additional information provided from the field indicated that the device did not exhibit a fault code and there were no allegations of premature battery depletion being made. No additional adverse patient effects were reported.